Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board and the hv generator tank were replaced and a generator calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload fault error message. No pt injury was reported.